Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed the sensor from the body and she recognized that the sensor did not have a needle. The customer¿s blood glucose level was unknown. Customer reported that the sensor fracturing while still in the body. The sensor will not be returned for analysis.